Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to loosening of the tibial component. When the articular surface was removed, excessive wear and pitting were noted on the articular surface, which the surgeon felt may be related ot the loosened tibial component.